Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that the wake button was delayed in responding to touch and the pump touchscreen was slow to process. Furthermore, it was reported that the battery gauge was fluctuating and the insulin gauge was inaccurate. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.